Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. Customer reported a donor reaction while going through stem cell collection procedure on (B)(6) year old male. The reaction occurred at 20 minutes into the procedure and the patient developed itching and hives.

Manufacturer narrative:
(B)(4). The md was informed of the reaction and attended the donor. The procedure was paused and the md gave benadryl and hydrocortisone to the doner. After the md observed the donor for further reaction and none was observed, the procedure was resumed and completed without further problems. The donor was stable and tolerated the rest of the procedure. IV calcium was being used during procedure. This disposable set was not available for a specific root cause analysis. A DHR review was conducted based on the lot number of the set provided by the customer. The review showed no manufacturing or sterilization anomalies occurred during production and nothing of this type of incident was reported from this lot. The donor was later found to be allergic to hydrocodone, but the source of the reaction was unknown. The cobe spectra apheresis system essential guide states "the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient." The customer was reminded of the alternative single pass prime procedure in the event, the md suspects a hypersensitivity of the patient/donor to eto residuals.